Event description:
It was reported that the bed had lost all motor functions, however, but no defect was found. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was initially reported that the bed lost of all motor functions due to a main cable harness.malfunction. However, upon further evaluation, no defect was found.

Event description:
It was reported via repair work order that the bed lost of all motor functions due to malfunctioned main cable harness. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.